Event description:
It was reported that the patients right ventricular (rv) lead was exhibiting low pacing impedance levels. The lead has been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: model: 5554, lead, implant: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, and a lead impedance out of range alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Analysis also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.